Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod. It is unknown how the patient was treated for the issue and when they were released from the ER (emergency room). Three follow ups were attempted but no new information was provided.